Event description:
Home pt anecdotally reports that her brother, who is also a dialysis pt, experienced a disconnection of his baxter transfer set from a baxter titanium adapter " a couple years ago". Reportedly, the wife of pt "clamped" pt, covered site and proceeded to "take pt in" and have situation corrected. No other incident detail is known.